Event description:
The pt was taking unspecified insulin via a pen injection device [humapen ergo teal/clear cartridge holder (cch), ms8929, lot unk) for diabetes mellitus. The person operating the device was the pt. It is unk if the operator of the device was trained. The pen was four years old and was reported to have broken engagement tabs on the cch. The pt seemed to be very deranged when he talked to an employee at the service center. He wanted to return his defective device to quality control, but prior to being able to do so, he was hospitalized. Due to problems with his back, where they took away the defective pen and threw it away. The hospitalization was not due to his diabetes and had nothing to do with the insulin or the device. The device was not returned to the co.